Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal aneurysmal aortic neck measured 21 mm. It was reported that the patient had very poor iliac arteries. The physician intentionally performed a bilateral infrarenal occlusion of the hypogastric arteries with a left hypogastric artery bypass. It was reported that the bifurcated stent graft was inserted but would not deploy. The device was removed from the patient, and a 26 mm diameter x 15 mm diameter x 16.5 mm length bifurcated stent graft was used. It was reported that the second stent graft was placed accurately per pre-procedure plan. The final angiogram showed no presence of an endoleak. A successful outcome and exclusion of the aneurysm was achieved. The patient was reported to be fine with no clinical sequelae reported. It is unknown if the device will be returned to medtronic ave.